Manufacturer narrative:
The device was received with both seals intact, good condition with no appearance of any physical damaged. The device history report showed force sensor bridge test error. Power up process, check and test force sensor was unable to duplicate the force sensor bridge test error at power up and all the reading of force sensor within the required specs. The root cause was unable to determine. Replaced force sensor for preventive. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the problem with force sensor. No patient injury reported.